Manufacturer narrative:
The device was received on may 18, 1998, for evaluation. At that time it was found the used device was not manufactured by cook, inc. It was another MFR's product. The product was returned to the reporting institution. No cook inc. Product had been involved with the reported event.